Manufacturer narrative:
(B)(4).

Event description:
The customer reports a constant leak in the line where it goes to the hub of the extension line.

Manufacturer narrative:
Qn# (B)(4). The customer returned a hemodialysis connector assembly for investigation. The catheter body was not returned. Visual examination of the assembly did not reveal any defects or anomalies. Lab inventory hemodialysis catheter assembly pieces (sleeve, cap, and catheter body) were connected to the connector assembly. The fully assembled catheter was then tested by connecting the extension lines to a leak tester and clamping off the distal end of the catheter. There should be no liquid leakage in the form of a falling drop when tested at 300 kpa for 30 seconds when tested per bs en iso 10555-1 annex d. The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this complaint states that all chronic dialysis catheters should be used as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The IFU warns that the green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism , blood loss, or catheter separation. The IFU also warns to ensure that hub connection assembly cannula is fully seated into catheter and that no cannula is visible. Failure to do so could compromise compression of catheter onto connector and catheter separation could occur. The customer complaint of catheter leakage could not be confirmed based on the received sample. The customer only returned a hemodialysis connector assembly. The rest of the hemodialysis catheter assembly was not returned. A lab inventory catheter was connected to the assembly for a functional leak test. No leaks were observed in the returned connector and a device history record review did not reveal any manufacturing related defects. Based on this information, without the full hemodialysis catheter assembly returned, the probable cause of the complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a constant leak in the line where it goes to the hub of the extension line.